Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13c07061, h13a04047, h13c21021, h13c27044 and h13c05032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was constipation. The patient was treated with vancomycin and cipro (dose, routes and frequencies not reported). At the time of this report, the patient was still in the hospital. The patient was recovering from peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4).